Manufacturer narrative:
H10: h2, h3, h6. One 72202902 footprint ultra pk 5.5mm suture anchor device used in treatment, was returned for evaluation. The insertion device and anchor and a loose suture were returned. The torque limiter was functional. Audible click was heard with rotation. The inner shaft had been bent off axis and was beginning to twist. The anchor was stripped and flared at the proximal end. A small segment of the most proximal thread was missing. The symptoms are consistent with loss of axial alignment with excess torque being a factor. The inner grub screw was slightly damaged and was found not seated fully forward. Per instructions for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use the appropriate smith and nephew hole preparation device to prepare the insertion site. Awls specific to the suture anchor are sold separately. Rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Prior to removing the inserter, rotate the torque limiter knob counterclockwise one quarter turn, until a click is heard. This will help ease the release of the inserter from the anchor.¿ maintaining axial alignment is critical. Excessive force during insertion can cause failure of the suture anchor or insertion device. Complaint history review indicated no similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instruction for use contains precautionary statements and recommendations for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a rotator cuff repair, the footprint anchor fractured while screwing it in. There was a backup device available. Which was used in the originally drilled bone hole. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.